Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a user loaded tubing upside down in the pump. It was observed that the IV set was upside down and there was blood in the line.